Event description:
It was reported that during a routine device change out, noise was observed when the lead was connected to the new device. No issues had been noted while connected to the old device. With the new device undersensing on the ventricular channel was noted during pocket manipulation. The pin on the lead appeared bent. The lead was capped and replaced. The patient was doing fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 12.8cm was returned for analysis. Insulation damage was noted at 2.3cm from the connector pin which was sustained during the surgical procedure. This is consistent with the observation from the field of noise and oversensing.